Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues were found, the device appears to be in good conditions. The catheter was able to properly pull back manually and automatically, not connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician inserted the catheter and it was noted that they were unable to perform an automatic pullback in the pullback sled. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02424 and 2134265-2017-02423. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician inserted the catheter and it was noted that they were unable to perform an automatic pullback in the pullback sled. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.